Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approximately 23 days post index procedure, patient suffered from hematochezia. Sigmoidoscopy results showed that the possibility of cancer bleeding is high. Event was treated with blood transfusion. Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessment that the event is probably related to antiplatelets medication, but not related to device. Patient is recovered.

Manufacturer narrative:
Cec assessed the bleeding event definition as: barc type 3a. If information is provided in the future, a supplemental report will be issued.